Event description:
During a fitting for a (B)(6) male pt a pt service rep contacted zoll customer support to report that a pt¿s battery pack would not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (battery will not charge) was confirmed. Upon investigation, the battery was not able to charge or power up a test monitor. The battery cells were completely drained and unable to be charged. The root cause of the defective battery cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery. The pt received a replacement battery.